Event description:
It was reported that during an attempt to disconnect the power adapter and secure the prongs, it was noted that the metal strips inside the transmitter power adapter were burned. The transmitter power adapter was replaced. There were no patient consequences.

Manufacturer narrative:
The field complaint of the transmitter power adapter being burnt was not verified. During the analysis, the transmitter presented with a power issue. The visual inspection revealed no damage to the outer plastic housing of the transmitter or to the alternate current (ac) power adapter. Upon opening the ac power adapter it was revealed that there was no damage to the main printed circuit board (pcb). After opening up the transmitter, inspection of the main pcb revealed no damage. The original ac power adapter was replaced and tested with a working ac power adapter the unit was plugged into the working ac wall outlet and power on function was performed successfully. The test revealed that the original ac power adapter was defective and caused the no power issue. Additional findings unrelated to the original event noted that during visual inspection an abrasion to the power cord exposing the wires was noticed approximately 20" from the ac power adapter.

Manufacturer narrative:
Correction: section h6: "2588 defective device " code added due to the additional findings noted in the reported final analysis.